Event description:
Device malfunction: unable to retrieve epd with rc1. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left internal carotid artery stenting procedure, the physician was unable to advance the rx accunet shapeable tip recovery catheter (rc1) through the mid-portion of the stent. The physician then used the rx accunet low profile flexible design recovery catheter (rc2) and was able to remove the filter basket successfully. There were no reported patient effects. Although requested, there is no additional information available.

Manufacturer narrative:
Study event. A review of the finished device lot history record did not reveal any non-conforming material reports which could have contributed to this complaint. A conclusive root cause could not be determined; however, the event appears to be related to circumstances of the case and/or operational context.